Event description:
User facility report medwatch (mw5185019) report received, stating: perclose device deployed as "preclose." Did not catch and came out of the body. Perclose removed and new device opened and performed as expected. No harm to patient.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture malposition could not be determined. In this case, it is possible the device may have been under inserted such that the vessel was not properly captured during suture deployment. However, without the device returned for analysis this cannot be conclusively determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medwatch5185019.